Event description:
The manufacturer received information from a customer that a ventilator inoperative condition (or alarm) occurred at the beginning of use on a bipap a40 device. The sales representative visited the hospital and replaced the device. The sales representative observed that the device operated after being rebooted but the screen "froze" after a while and became inoperable. There was no serious patient harm or injury that occurred or was reported. The bipap a40 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device's error log showed that a ventilator inoperative alarm had occurred on the device. The manufacturer's service technician further evaluated and determined the main printed circuit assembly (pca) had caused the ventilator inoperative alarm to occur on the device. In conclusion, the device's main pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower and outlet flow path were replaced for preventative maintenance unrelated to the reportable issue.